Event description:
It was reported that within four days of implant the right ventricular (rv) lead had elevated thresholds. A chest x-ray was done and all was normal. The rv lead was repositioned and remains in use. It was noted that the patient is part of the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).